Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835, serial # (B)(4), product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported that during a pump refill the actual residual volume (arv) was less than the expected residual volume (erv). The arv was 3.6ml while the erv was 9.3ml. The healthcare provider (hcp) had difficulty filling the pump reservoir to capacity during the latest refill and the prior refill. The hcp was able to aspirate the reservoir contents but was only able to fill the 40ml reservoir with 35ml of drug. The hcp removed all of the drug and then filled with 10ml of drug and was able to aspirate out the 10ml. The hcp then filled with 35ml. It was unclear if the hcp actually programmed the 35ml or 40ml for the reservoir volume. The patient was asymptomatic at the time of the report and "actually doing better" per the hcp. The patient was sent home. The device system was used to deliver prialt (ziconotide). It was later reported that the hcp took everything out of the reservoir and was able to pull out 30ml even though the programmer showed 33ml remaining. The hcp reported that the only time she was able to fill with the full 40ml she had "forcefully pulled back really, really hard and got a little out and the pump made a weirdish noise or squeaky sound." This occurred when she was attempting to remove the drug before filling the pump with 40ml of saline. She had then put a little saline in the pump and moved the pump around again and was only able to get another 1-2ml of fluid out of the pump. The hcp stated that she did not believe she pulled any air out. She was then able to get 40ml of saline into the pump using a 10ml syringe. The last 10ml it seemed like about 5ml "it didn't seem to want to let any in." The hcp then waited a minute and tried pushing again and with some force the last 5ml went in. The hcp then attempted to aspirate that 40ml of saline and was only able to get out 33ml. She then pushed some saline back in and moved the pump around and pulled back a little harder and she got 2 more ml out but was still missing 5ml. She then put the 5ml back in the pump and moved it around and again and she was able to get out a total of 36ml of the 40ml she had put in. The hcp was "not sure where the other 4ml went." The hcp filled the pump with 30ml of fluid at the last refill. At the initial fill the hcp could not get all 40ml of the prialt in the pump, she could only get 35ml in. The hcp did not recall seeing air bubble most of the time she was aspirating the reservoir. The patient had experienced effects from the pump that indicated he was "having too much drug." Symptoms included mental confusion and the hcp decreased the dose by 20%. Following the dose decrease the patient was reported to be "doing really well." A follow-up report will be submitted if new information becomes available.